Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and blocked arteries on 11/21 early morning with blood glucose was 1220 mg/dl. The current blood glucose is 462 mg/dl and on 12/20 blood glucose was 300 mg/dl. The customer treated their high blood glucose with manual injection and customer declined troubleshooting for high blood glucose. The customer was wearing insulin pump during hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.